Event description:
Caller indicated the relion prime meter was reading low. Caller said that he was getting low readings. He did a test with inktel and got a 27 and then he got a lo sign the next time they tested. Caller said he tried doing a test on another meter and he got 260 which he felt was right. Caller has had meter for about 2 to 3 years. I asked him if he felt ill and felt symptoms of low blood sugar and he said he did not feel ill and all and that he felt fine. He did not have any control solution to do a test. Caller said he always stores meter away from cold/extreme temps and also does not store with anything that would cause electromagnetic interference. Caller stores meter in his bedroom by in a drawer in his nightstand with test strips in original bottle. He always washes hands and uses clean lancet before testing. Does not have trouble getting a blood sample. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.